Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis on a laparoscopic colorectal procedure, the instrument's handle was fully squeezed and anvil was titled after firing. Donuts were also complete but the surgeons had experienced air leak. The surgeon had to oversew to fix the air leak successfully.